Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the balloon of the blakemore tube would not deflate. The doctor attempted to force air and then water into the gastric balloon, but it would not go through. The doctor reported that the obstruction was proximal. He cut the tube where the clamp was with a hemostat and the device came out. No medical intervention reported.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the nasogastric tube product ifus are found to be adequate based on past reviews.

Event description:
It was reported that the balloon of the blakemore tube would not deflate. The doctor attempted to force air and then water into the gastric balloon, but it would not go through. The doctor reported that the obstruction was proximal. He cut the tube where the clamp was with a hemostat and the device came out. No medical intervention reported.